Event description:
The customer stated that her blood glucose readings had been high. While troubleshooting, the customer performed 2 normal control tests and rec'd results of 245 and 232 mg/dl. The normal control range is 107-154 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for eval, and replacement strips will be sent.